Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04613. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00 x 28mm promus premier select drug-eluting stent was advanced to the lesion but had difficulty crossing. While pulling the device back into the guide catheter, the proximal end of the stent was rolling up at the distal end of a 6f al1 non-bsc guide catheter. The physician changed to a 7f al1 non-bsc guiding catheter and used a 6f non-bsc guide extension catheter, and dilated the lesion again. The stent was then implanted. The same thing happened while implanting a 4.00 x 24mm promus premier select drug-eluting stent. There were no patient complications, and the patient's condition was stable.